Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+1.5/068 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model lens was implanted during the same surgery and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).